Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7080080.

Event description:
It was reported that the patient experienced inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein the lead was relocated and remains implanted. The patient was doing well postoperatively.